Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.

Event description:
It was reported to manufacturer that high lead impedance was observed from both normal mode and system diagnostics tests, end of service set to no. X-ray snap shots were sent to manufacturer to review for a potential lead fracture. Manufacturer's review of the x-ray could not confirm the presence of a lead fracture due to poor image quality of the x-rays received. Additional information was received which revealed "the patient was explanted." It is unknown if the lead was explanted or only the generator and if a re-implant occurred. Attempts to obtain additional information from the site are underway.